Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: inguinal hernia. When starting the dissection in the preperitoneal cavity dr. [Name] noticed that the tip (first 2-3mm) of the scissor was blunt. He took another scissor and ended the procedure without any problem. Intervention: change of device. Patient status: no patient injury.

Event description:
Procedure performed: inguinal hernia. When starting the dissection in the preperitoneal cavity dr. [Name] noticed that the tip (first 2-3mm) of the scissor was blunt. He took another scissor and ended the procedure without any problem. Intervention: change of device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.